Manufacturer narrative:
Device evauation: the balloon showed a twist 6 cm from the tip. After the decontamination visual and tactile inspection were performed: it was found unfolded, full of dried contrast medium and bloodstained. The 0,018¿¿ guide wire was loaded without any issue. During the analysis, negative pressure was applied with a manometric syringe on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: -2 bar: it was still showing slight signs of twist - 7 bar: twist was no more detected. A sign of twist was visible on the guide wire lumen. - 14 bar: twist was no more detected. A sign of twist was visible on the guide wire lumen. After the balloon deflation it was still possible to see slight wrinkles on the surface in corresponderce of the twist.

Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Event description:
Physician was attempting to treat a lesion in the sfa to popliteal using in.pact pacific, it was reported that during balloon inflation, balloon twist occurred. Another in.pact pacific was used to complete the procedure. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.